Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed there was a leak from the oxygen assembly regulator. The fse replaced the oxygen regulator assembly to address the finding. The removed parts were returned to the manufacturer for failure analysis. Root cause: the oxygen regulator test results were out of specification. The reported complaint of oxygen regulator leaking was duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that there was an oxygen intake/blender issue. There was no patient involvement.